Event description:
It was reported the patient had their vns interrogated and their normal mode test showed lead impedance high, output current limit. Dcdc 7, eri no. Their system diagnostic testing showed output status ok, lead impedance ok, dcdc 3, eri no. The patient was referred to surgery for a possible lead issue and to replace their generator as it was not able to deliver the patient's current settings. No x-rays were taken preoperatively. In the operating room it was noted the patient had high lead impedance on their systems test after replacing their generator. Pin insertions were performed in the operating room but the patient system diagnostic testing results still showed high lead impedance. The patient will have surgery scheduled in the future to replace their lead. Their vns has been programmed off. The patient did not have any fall or injury preceding their high impedance event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.